Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device would not power on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue. During evaluation, it was observed that the device was electrically damaged by liquid infiltration that has rusted and corroded the internal circuitry. This corrosion caused the internal hlc batteries to become depleted, leading to the reported power issue.